Event description:
It was reported that this pacemaker had a signal artifact monitor (sam) and minute ventilation (mv) was disabled. Right atrial (ra) lead was noted. The patient reported fatigue when mv gets disabled, safety switch was turned off. Technical services (ts) was consulted about reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker had a signal artifact monitor (sam) and minute ventilation (mv) was disabled. Right atrial (ra) lead was noted. The patient reported fatigue when mv gets disabled, safety switch was turned off. Technical services (ts) was consulted about reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this pacemaker has been explanted due to normal battery depletion. No adverse patient effects were reported. This product has returned for analysis.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv) that is related to intermittent increases in impedance measurements. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This report is being filed due to an update with the evaluation method, results and conclusion codes.

Event description:
It was reported that this pacemaker had a signal artifact monitor (sam) and minute ventilation (mv) was disabled. Right atrial (ra) lead was noted. The patient reported fatigue when mv gets disabled, safety switch was turned off. Technical services (ts) was consulted about reprogramming options. This pacemaker system remains in service. No adverse patient effects were reported.